Manufacturer narrative:
Note: since no product was returned for evaluation, the complaint could not be confirmed. The customer was able to successfully complete the case by applying a new set of mounting pads. The most likely cause of the complaint is the user did not wait a full five minutes after applying the mounting pads before inserting the level sensors.

Event description:
During cardiopulmonary bypass, level sensor fixation pads reportedly did not stick to the oxygenator reservoir. The affected pad was replaced and the procedure was concluded without incident. There were no adverse consequences to the patient as a result of this event.